Manufacturer narrative:
Section a2, a3a, a3b, a4, a5, a6: information unknown/not provided. Patient information cannot be provided due to personal data privacy legislation/policy. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded monofocal toric intraocular lens (iol) was implanted in the patient's operative eye and the capsular bag broke. Lens was removed and replaced with a 3 piece lens during the same procedure. It was unknown if a vitrectomy, incision enlargement, or sutures were required. It was unknown if medical intervention outside of standard of care was required. The patient status was reported as unknown. No other information was provided.